Manufacturer narrative:
Visual assessment of the device showed no suture or anchors remain on the insertion needle. The actuator is in its t2 post-deployment position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. It appears that the trigger was inadvertently advanced resulting in the deployment. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue was determined to be user error. No further investigation is warranted at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscal repair procedure the t1 and t2 simultaneously deployed from the device. Both implants were removed from the patient and a backup device was utilized to complete the procedure. No patient injury or complications were reported.